Event description:
The customer reported a flo-gard infusion pump which shutdown on its own during patient use in the cancer care center. The device had been infusing a (B)(6) male patient with oxaliplatin for 2 hours when the device alarmed for a low battery then powered off completely. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.